Manufacturer narrative:
While troubleshooting for high pressure low errors, the customer observed a leak in hydro area of the instrument but could not locate the source. Service visited the site but the field service engineer (fse) could not reproduce any error. The fse found evidence of a leak but could not observe the leak. The fse rebuilt air pumps, and ordered a 17 psi regulator due to some instability in air pressure control. The fse primed the instrument 40 times and the customer ran qc, which passed the specifications.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.